Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a breast augmentation revision with saline mentor smooth round moderate profile 250cc breast implants and experienced deflation on the left side and baker grade iii capsular contraction on the right side post-operational. The deflation was confirmed with a mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.